Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Linked to mfg report numbers: 3013886523-2022-00538, 3013886523-2022-00539, 3013886523-2022-00540, 3013886523-2022-00541 and 3013886523-2022-00542. A facility reported the icp readings of a microsensor were stable 2-3 hours after implantation. But after that, the value kept drifting down until it was in the negative range at some point. 4 cerelink icp sensor with metal skull pin set were implanted, 2 different directlink modules were used. All cables were swapped and different patient monitors connected. The error kept appearing. According to reported information, it is unknown if there was patient injury and it is also unknown if there was surgical delay.